Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A replacement alternating current (ac) power supply was ordered on 30oct2024. Resolution confirmation is pending the completion of good faith effort (gfe) attempts. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not working on alternating current (ac) power. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was only working on battery power, and that there was no ac power when plugged into the outlet. The ac outlet was confirmed to be working, and the customer replaced the ac power cord, but the issue persisted. The power led on the front panel was not illuminated, but the battery led was. The customer stated that there was no voltage when measuring the 24 -volt direct current (dc) orange and brown j1 connector of the power supply. The rse advised that the customer replace the power supply and provided the part information. This investigation is ongoing.